Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during preparation for insertion of a central venous catheter (cvc), leakage was observed from the introducer needle while pre-flushing with physiological saline. The issue was identified prior to patient use. As a result, the device was not used on a patient and was replaced. There was no patient involvement, no delay in therapy reported, and no adverse patient impact or injury associated with the event.